Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge, was using cold insulin, and was using the same infusion set and cartridge for over 3 days. Tandem customer technical support educated the customer to properly cycle the cartridge, use room temperature insulin, and to change infusion set and cartridge within 3 days. Customer performed the fill tubing step and resumed insulin delivery address the issue. There was no adverse impact to customer¿s blood glucose level.